Event description:
It was reported that the patient experienced frequent occlusions with infusion sets lasting about one day and the issue resolving only after changing supplies, consistent with an obstruction of flow associated with the connector/coupler of the infusion set. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.